Event description:
The customer reported an inoperable 840 ventilator. It is unknown if there was a patient involved. The customer reported to have replaced the graphical user interface (gui) cpu pcb. Covidien was not authorized to repair the vent. The covidien customer support engineer (cse) was only authorized to upload the software. The ventilator passed all testing.